Event description:
An eclipse ivc filter that was place (B)(6) 2010 was removed after pt complained of abdominal pain and the CT of the abdomen showed the filter had migrated and the legs were out of the ivc into the abdominal aorta.